Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011245/k002188. Fax number unknown / not provided.

Event description:
It was reported that the implant at tooth site #19 was removed due to nerve injury. Implant impinged on inferior alveolar nerve causing numbness. Shorter implant placed to complete procedure. Symptoms as a result of the event: parathesia.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: health effect impact code was added: 4624 and 4627 h6: health effect clinical code was added: 2415. H6: component code was added: 4755. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67, 4310 and 4315. H10: narrative/data was updated. The reported product was returned, however, the reported event is non-verifiable following the evaluation and information available. Based on the evaluation, the device malfunction did not occur. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number 62340634. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 62340634 for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the event (medical: other) and the complaint is not related to the functional performance of the device. Based on the investigation, risk review and IFU, the probable cause for the reported event is customer error in case planning. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.